Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an x-ray sponge. The customer states the gauze is fraying. This was noticed during use. The procedure was a spine surgery. There was no medical intervention other than irrigation and suction.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.